Event description:
It was reported that syringe 50ml ll clear 14ga 1-1/4in leaked. The following information was provided by the initial reporter: leakage / leakage of the rubber stamp in the perfusor syringe - as a result, drugs run out of the stamp. Exact amount of medication that goes into the patient is unclear.

Manufacturer narrative:
Investigation summary: two samples, one used and one unused syringe, were returned to our quality team for investigation. Through visual inspection, a leakage past the stopper ribs was observed in the used sample, noting there was damage to the syringe barrel which prevented a proper seal between the stopper and barrel when moving across this part of the product and leading to the leak. The unused sample was further evaluated, there was no damage or molding defects noted in the plunger rod or other components that could have caused a leak and the stopper was verified to be properly assembled onto the plunger rod. A device history review was performed for the lot 2001206, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue, however, an incident report identified a jam in the assembly machine. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing to verify the stopper seal. Returned product underwent these same evaluations and met required specification. Based on the quality team's investigation and sample evaluation, it was determined this incident is related to the damaged likely caused due to the jam that occurred during manufacturing. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. H3 other text : see h10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll clear 14ga 1-1/4in leaked. The following information was provided by the initial reporter: leakage / leakage of the rubber stamp in the perfusor syringe - as a result, drugs run out of the stamp. Exact amount of medication that goes into the patient is unclear.